Event description:
It was reported that the impedance on the right ventricular (rv) lead has been steadily increasing into a high range. Possible reasons put forth for the increasing impedance are lead fracture and patient physiology. No intervention has been taken and the patient continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator 2011 (B)(6); 5554 implantable pacing lead 2011 (B)(6). (B)(4).